Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery compartment and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a blank display due to a corroded battery tube and corroded battery tube spring. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. No moisture damage on the electronic assembly, motor or keypad assembly noted during visual inspection.

Event description:
Information received by medtronic indicated that insulin pump ha a crack down along the back of the battery side. Customer stated the insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.